Event description:
It was reported a patient's right ventricular lead presented with inhibition of pacing due to over-sensing noise. No changes were reported. There were no patient consequences.

Event description:
New information received notes the right ventricular lead was explanted and replaced in a procedure on (B)(6) 2021 due to continued intermittent high amplitude lead noise. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-37442. It was reported a patient's right ventricular (rv) lead presented with inhibition of pacing due to over-sensing noise. The rv lead was explanted and replaced in a procedure on (B)(6) 2021 due to continued intermittent high amplitude lead noise. During procedure, it was noted the atrial lead had been tied by a suture to the rv lead and the insulation also appeared to be damaged. The atrial lead was explanted and replaced in the same procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.